Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the material being split, cut or torn as no objective evidence has been provided to confirm any alleged deficiency with the eptfe vascular graft. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model f7006twsc eptfe vascular grafts allegedly experienced material being split, cut or torn. This report was received from various sources. Of the two alleged incidences of material being split, cut or torn, neither involved patients as there was no patient contact. The patients ages and weights were not provided.